Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the left ventricular lead threshold had progressively increased.

Manufacturer narrative:
Concomitant medical products: 4196-78 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was dislodged. The issue was addressed by reprogramming the device to a ventricular-only pacing and sensing mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead again dislodged and had little-to-no slack so the decision was made to explant and replace the lead. It was also reported that the left ventricular lead dislodged into the main coronary sinus. The lead was capped and replaced.

Manufacturer narrative:
Product event summary : the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.